Manufacturer narrative:
Per tandem¿s t:slim cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was air in the tubing. The customer primed the tubing to remove the air and resumed insulin delivery. Reportedly, the customer filled the cartridge with cold insulin. There was no impact to the customer's blood glucose level.